Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open video-assisted thoracoscopic surgery (vats) lobectomy procedure. In the beginning, after the connection with the reload, the first firing does not work. The surgeon was able to press the green button but was not able to squeeze the handle. Changed the manual stapling handle with the same reload and it works. There was no patient harm. The patient outcome is alive, no injury. The patient has undergone chemotherapy or radiation treatments.